Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, moderately tortuous, mid left anterior descending artery. After deployment of the 3.5x12 mm xience v stent a dissection was observed. The dissection was covered with another device. There was no clinically significant delay in the procedure reported. No additional information was provided.